Manufacturer narrative:
(B)(4). Batch # unknown. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: can you please explain more how the jaw locked during operation? When the patient fired staples, there was a mass in the tissue. Did the device lock-out (no staples deployed and no cut line started)? Yes or, did the device partially fire (start to deploy staples and cut but could not be completed)? Device partially fired. Did the device deliver any staples? Device had staples. If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? Yes. Or, was the device locked on tissue with the jaws closed? - device locked to tissue with jaws closed. If yes, how was the device removed? The device was manually removed by cutting the tissue. If yes, did the jaws eventually open? Jaws finally opened. Also, you have reported three long60a staplers and three ecr60g reloads? Yes. Did the same issue occur with the other stapler and reloads? Yes.

Event description:
It was reported that during an unknown procedure, the jaw locked during the operation and it has been disabled without any problems on the patient.